Event description:
Pt reported obtaining back-toback blood glucose results of 17 mg/dl and 140 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these reuslts. No pt injury was reported and no treatment was received. At the time of the report, pt no longer had the test strips that generated the discrepant results. Quality control testing was performed on pt's currect test strips and the results fell within the acceptable range.